Event description:
A (B)(6) female patient contacted zoll to report that her response buttons were not responding. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (defective response buttons) has been confirmed. Upon evaluation, the metallic dome in the front response button was damaged. This prevented the response button from activating the device. The root cause for the damaged metallic dome cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged response button. The patient received a replacement monitor.